Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting ventricular loss of capture one week post implant. The lead was removed from service and explanted. It will be returned for laboratory analysis. An additional guidant lead was successfully implanted. No other adverse events have been reported.